Event description:
The customer reported a fault in the de-fogging function and error code e104 during a therapeutic appendectomy procedure involving an olympus gynecologic laparoscope. The procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Also, for the fibre bonding in the outer tube area (distal end) was damaged the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.